Event description:
It was reported PICC catheter leaks, causing delay in treatment. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0994 showed 6 other similar product complaint(s) from this lot number.